Event description:
During a baxter evaluation, it was found that a pump alarmed for a false upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the reported symptom. The unit was re-calibrated to ensure proper function.